Manufacturer narrative:
One sample was received for evaluation. A visual inspection with the naked eye revealed broken occluder feet. The reported condition was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation of a returned minicap transfer set, it was discovered that the occluder feet were broken. The set had been returned for evaluation after the customer observed an issue during setup/preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.